Event description:
It was reported that the foot right ground wires were broken between siderail carriage arm and the foot and knee/gatch litter weldments and various other issues. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Other: timing link.